Event description:
An angio-seal device was deployed post iliac stent procedure. The pt later developed signs of vascular insufficiency and was transferred to surgery for revascularization. The angio-seal device components were removed from the femoral artery. The physician is in the process of becoming certified. However, the st. Jude medical rep was not present during this deployment.